Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the ball plunger was damaged, some screws were worn, and the motor was malfunctioning. The ball plunger, screws, and motor were replaced which resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that during preventative maintenance the device had a damaged ball plunger, worn screws and a defective motor, all needing replaced. No further information provided. There was no adverse event reported as a result of this malfunction.